Event description:
Upon retracting the needle from a 24 g IV after placement, the blood flows out of the catheter that is left in place. It also happened twice on a different day. The IV has the same lot numbers.